Event description:
Invalid result. I have bought 3 of these on separate occasions, and 2 of the 3 times the test didn't work. It didn't show any lines at all to tell me if it'd positive, negative or inconclusive.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.